Event description:
It was reported that the customer was in the emergency room due to pneumonia and high blood glucose. The caller stated that the customer experienced nausea and did not feel well. Troubleshooting was performed. The spouse mentioned that the customer has health issues and he may have cellulitis. The caller stated that the customer was taken off the insulin pump, but he was reconnected when he arrived to the hospital. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.